Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was flipping their ipg which also caused the extension to twist. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Patient weight requested but not received. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the ipg was successfully replaced on (B)(6) 2025. A smaller ipg was replaced to make the site more comfortable for patient as well as ipg being sutured down better. The existing extensions untwisted and tested intra-op. Extensions found to be functioning normally with no impedances, so extension remain implanted/in use.